Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 634 mg/dl. The customer was not feeling well prior to the hospitalization. The caller was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.